Event description:
Sales rep. States: I was here to in service the reliant 450 lift they just purchased. They had used it on a resident this morning and the lift got stuck in the high position and would not release. The emergency release did not work either and they ended up cutting the sling to release the resident. No injuries. I tested the lift with them and it is definitely an out of box failure